Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Components adjacent to this severely bent grip do not show damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to the bent grip. Although the clip as able to be attached to the clip applier, the instrument was unable to release it properly. The root cause is attributed to use conditions. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.